Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 13 fractured. Construction was an implant retained prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture.